Event description:
It was reported that during a service visit performed by a getinge service territory manager (stm), the batteries were noted to be "bad." Since the event occurred during a service visit, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The stm noted one of the batteries was "bad" and replaced it. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a service visit performed by a getinge service territory manager (stm), the batteries were noted to be "bad." Since the event occurred during a service visit, there was no patient involved and no adverse event was reported.